Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving fentanyl, bupivacaine and hydromorphone at 1000 mcg/ml, 20 mg/ml, 10 mg/ml concentrations and doses of 310.6 mcg/day, 6.212 mg/day, 3.106 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported when the patient was presented her discharge papers following an refill on (B)(6) 2016 and she did not feel well. The patient felt like she does when she gets an IV dose of pain medications. It was discovered the patient had a partial pocket fill. The patient was placed in bed and her vitals were checked with them coming back within normal limits. The patient's symptoms resolved without sequelae after an IV of narcan at 0.4 mg was given. The patient was sent to hospital to continue monitoring. It was indicated the event was related to the device or therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2016 from the health care provider indicated the clinical diagnosis was dizziness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.